Event description:
The customer reported that during an adrenalectomy, the device activated although the activation button was not pushed. Another device was used to complete the procedure. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The site has indicated that the incident sample is not available for eval. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.